Event description:
It was reported that the cement hardened in 1 min and 45 sec using an acm in bha. The surgeon used a spare product and the procedure was completed. The temp in the operation room was 23 degrees and the cement stored in the hospital and the temp was 24 degrees. The cement was prepared in the operation room before the procedure. The surgeon used 2 packs of the cement and the antibiotic.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.